Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported malfunction was confirmed, caused by a damaged coupler. In addition, the device failed a leak test under the serial plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported that the scope was detached from the coupler/adaptor on the hd autoclavable camera head. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, but a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.